Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the patient had to stay at the hospital for an extra day because they were feeling dizzy, nauseous and diaphoretic. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient being paced at a rate that was lower than the programmed lower rate. The rv lead was reprogrammed to eliminate the twos and the paced rate returned to a normal rate. The rv lead remains in use. No further patient complications have been reported as a result of this event.